Manufacturer narrative:
Additional information: updated device lot number. Updated device manufactured date.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(6) clinical study. This complaint is being reported based on the event of mucus plugging requiring treatment and prolonged hospitalization. On (B)(6) 2013 the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2013 while hospitalized for the procedure, the patient developed a mucus plug. The mucus plug was treated with bronchoscopy and the patient's hospitalization was prolonged due to this event. On (B)(6) 2013, the event was reported as resolved and the patient was discharged from the hospital. Baseline spirometry values: visit date: (B)(6) 2015, pre-bronchodilator, fev1: 1.68, fev1 % predicted: 84.00, fvc: 2.44, fvc % predicted: 101.00. Post-bronchodilator, fev1: 1.83, fev1 % predicted: 91.00, fvc: 2.49, fvc % predicted: 103.00. Lab data: n/a. Additional information received on 06apr2016: according to the complainant, on (B)(6) 2013 while hospitalized for the procedure, the patient developed a mucus plug. The mucus plug was removed using forceps and the patient's hospitalization was prolonged due to this event. On (B)(6) 2013, the event was reported as resolved and the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). Study source: (B)(6) clinical study. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(6) clinical study. This complaint is being reported based on the event of mucus plugging requiring treatment and prolonged hospitalization. On (B)(6) 2013 the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2013 while hospitalized for the procedure, the patient developed a mucus plug. The mucus plug was treated with bronchoscopy and the patient's hospitalization was prolonged due to this event. On (B)(6) 2013, the event was reported as resolved and the patient was discharged from the hospital. Baseline spirometry values. Visit date: (B)(6) 2015. Pre-bronchodilator: fev1: 1.68, fev1 % predicted: 84.00, fvc: 2.44, fvc % predicted: 101.00. Post-bronchodilator: fev1: 1.83, fev1 % predicted: 91.00, fvc: 2.49, fvc % predicted: 103.00. Lab data: n/a.